Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft 1.5 short self-holding was found the tip stripped. This can be related with the unable to assemble allegation. This issue is common in screw driver with small dimensions. No other defect was found. A dimensional inspection for the scrdriver shaft 1.5 short self-holding was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.5 short self-holding would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier- (B)(4) manufacturing date: 19-oct-2019; part number: 313m832, 1.5mm screwdriver blade/ self-retaining/ stardrive ¿/short; lot number: 10l5092 (non-sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # (B)(4) (vendor machine) dated 13-sep-2019 was reviewed and determined to be conforming. Hardness certified to be within specified range. Inspection certificate supplied to universal punch from zapp (for raw material) dated 10-nov-2017 was reviewed and determined to be conforming. Note: op #(B)(4), vendor laser etch, was performed by colorado laser technologies and was 100% inspected at final incoming inspection however, there was no certification included in the DHR for review. Certificate of compliance supplied by general machine for op #(B)(4) (vendor colorize) dated 10-oct-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from hong kong reports an event as follows: it was reported that on (B)(6) 2023, two screwdriver shafts could not couple with 1.5 stardrive screws in compact hand and variable angle (va) hand set. There was no patient involvement. This report is for a 1.5mm screwdriver blade/self- retaining/stardrive(tm)/short. This is report 2 of 2 for (B)(4).